Manufacturer narrative:
The reported event of insulation damage from puncture was confirmed, while the reported event of noise was not confirmed. As received, a complete lead was returned for analysis. Electrical testing was normal. Visual inspection of the lead did not find any anomalies with the exception of insulation cut/damaged consistent with procedural damage.

Event description:
It was reported that the patient presented in-patient for post-procedure follow-up. Upon review, the atrial lead exhibited over-sensed noise leading to inappropriate automatic mode switch. Upon chest x-ray review, it was noted that the right ventricular lead lacked slack. The patient presented for a lead revision procedure. During the procedure, an insulation breach was noted on the atrial lead. The ventricular lead was re-positioned and the atrial lead was explanted and returned. The patient condition was stable.